Event description:
It was reported that shaft break occurred. A 3.00 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during introduction, it was found that the distal part of the shaft was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 3.00 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during introduction, it was found that the distal part of the shaft was broken. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The synergy xd 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break 24 cm proximal to the distal tip of the device. No other issues were identified during analysis.